Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The initial values were reported outside of the laboratory. The samples were repeated on a second analyzer. The customer also stated that controls recovered high for na and chloride. The first patient sample initially resulted in a na value of 146 mmol/l and it repeated as 138.7 mmol/l. The second patient sample initially resulted in a na value of 151.1 mmol/l and it repeated as 141.9 mmol/l. The third patient sample initially resulted in a na value of 148.9 mmol/l and it repeated as 139.1 mmol/l. The na electrode lot number was f7864, with an expiration date of 11-may-2023.

Manufacturer narrative:
The field service engineer replaced the ise bath assembly and a sipper nozzle. The system was primed and cleaning maintenance was performed. Calibration and controls were run. Precision studies were performed. The user confirmed that everything was ok after these actions.